Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Additional event for this patient reported on medwatch number 1825034-2016-02210.

Event description:
During a procedure, the taper adaptor removal tool would no longer tighten and fractured on the side. It is unknown if any pieces fell in to the patient. There was no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a procedure, the taper adaptor removal tool would no longer tighten and fractured on the side. No pieces fell into the patient, and there was no delay in procedure. A second tool was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition, as the device was found to be fractured. The fracture was noted to have occurred at the location that bears the greatest load during use; therefore, the root cause of the event can be likely attributed to excessive stress experienced when removing the taper adapter from the stem.